Manufacturer narrative:
The device was received deployed and a segment of the soft cannula was observed to be torn off. No damages or defects were found on the bottom housing or environmental seal and inspection of the needle mechanism found no abnormalities that would result in the cannula not deploying. Complete fluid path could not be tested due to the soft cannula being torn. The soft cannula was measured to be out of specifications. The timing and cause of the damage to the soft cannula could not be determined. No abnormalities were observed with the download data that would indicate the cannula not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient¿s blood glucose (bg) reached "between 170 and the low 200's" (mg/dl) while wearing the pod between 3 and 4 hours. After realizing elevated bg levels, patient found cannula had not fully deployed as intended.